Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. The reported tissue damage, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the available information, the reported difficult to remove (anatomy) was a result of challenging anatomy and operational context as the heart pump placement caused the chordae to get wrapped around the grippers. The reported difficult to open or close (gripper actuation ¿ both) was a cascading effect of the reported difficult to remove (anatomy). The reported unspecified tissue injury was due to procedural circumstances as a chordae rupture occurred when attempting to free the clip from the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation, with an mr grade of 5+. This was an emergent procedure and a heart pump was placed prior to the mitraclip procedure. During advancement when crossing into the left ventricle the impella caused chordae to get wrapped up into the gripper arms and on the impella too. Since the chordae was wrapped on the gripper arms the gripper arms no longer lowered anymore. Since the chordae was also wrapped around the heart pump, the heart pump also stopped working. Troubleshooting was performed, the clip was freed from the chordae, but a chordae rupture occurred. The clip was not implanted and was replaced. A new clip was implanted, reducing mr to 4+. No additional information was provided.